Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, the sensor readings were inaccurate and were triggering the threshold suspend feature on the insulin pump when blood glucose wasn't low. Customer's blood glucose was 101 to 110 mg/dl and sensor reading was 68-81 mg/dl. Customer stated her low was set at 90 on the insulin pump. Customer declined troubleshooting and the sensor is not being returned for analysis.